Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient programmer (pp) screen is showing off/ok and the off is blinking. They replaced the programmer batteries and that did not resolve the issue. It was reviewed the pp is showing the implantable neurostimulator (ins) is off. They pressed the ins on button and states the pp now shows on/ok. No patient symptoms were reported.